Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer) the device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, (B)(4) on the 29th october 2012. The history log for this device showed that the pad-pak was first installed on the 3rd december 2012 and that it had performed to specification up to the 30th october 2016. Upon visual inspection corrosion was observed throughout the pcb and on the inner casing. The corrosion observed on the pcb including on multiple pins of microprocessor may be attributed to moisture ingress and would account for the device being unable to power up. This resulted in the red status led and failure chirp. Due to the extensive corrosion, no further testing could be carried out and the report recommends scrapping the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.